Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. Post procedure it was noted that the lead impedance had increased, r waves were reduced, but the lead capture was stable. After monitoring overnight, the impedance was still increasing, and the physician decided to open and reposition the lead. On repositioning, the issue remained the same. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.